Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 45mg/dl. Reportedly, the cause was unknown; however customer was taking steroids during the time of the low bg levels. No information was provided regarding treatment for bg. The customer was instructed to consult with healthcare provider regarding bg level. Pump data review by tandem technical support confirmed the pump was functioning as intended.